Event description:
It was reported that a set screw backed out post-operatively. No additional information is available.

Manufacturer narrative:
The original surgery date is unknown. It is unknown if a revision surgery has been performed. The implant has not returned for evaluation. The lot number was not provided; therefore, a review of the device history records cannot be performed. Radiograph images have not been provided. The complaint has not been confirmed. Multiple attempts have been made to obtain additional information without success. If additional information is received, a supplemental report will be filed accordingly. Labeling review: "warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Set screws must not be final tighted during any derotation, compression/distraction, or insitu bending maneuvers." "Intraoperative management: final tightening of set screws: all set screws must be tightened using the appropriate instruments (e.g., torque handle, final driver, and counter torque) as indicated in the surgical technique guide." "Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components."